Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the median cubital vein. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation; however, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the median cubital vein. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation; however, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluation by MFR.: gladiator device - 5x40x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 2mm distal of the distal markerband and extending approximately 32mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft to be kinked at more than one location. Approximately 300mm distal of the strain relief. The shaft was also found to be stretched beginning approximately 50mm proximal of the proximal balloon sleeve and extending approximately 5mm proximally down the shaft. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.